Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue. The malfunction did not recur, and the customer was instructed to contact support if any further issues arose.